Event description:
The customer reported that the insulin pump alarmed during the manual prime process. Troubleshooting was performed. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarm.